Event description:
Health professional reported allegedly a lap-band device was explanted without replacement due to " gastric band prolapse (recurring)." It was reported that the pt "had to have corrective surgery twice on (B)(6) 2010," for gastric band prolapse (recurring)." Additional info has been requested from the reporter and physician but has not been received at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Additional info including the device serial number has been requested from the reporter, but has not been received at this time. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, of if there is abdominal pain, then immediate re-operation to remove the band is indicated."